Event description:
It was reported that during an unk procedure, there was an empty cartridge. The first reload only delivered three staples. A second reload was used with no issue. Case completed with the same like product. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.